Event description:
It was reported that the patient had a motor stall of unknown duration. The pump logs were read and the stall had recovered. The pump is now working fine. No patient symptoms were reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.